Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an anterior cruciate ligament repair surgical procedure, it was observed that the handpiece port #2 plug on the standard console device did not go all the way in. It was further noted that the housing was cracked, flow rate knob was messed up, and a rattling noise was coming from inside. It was reported that there was a three minute delay in the surgical procedure and an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device returned date was documented as dec 8, 2015 in the initial report. The device returned date has been updated as dec 11, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the housing was cracked, the device was hard to plug into port 2 and the irrigation rotary knob was damaged. The assignable root cause was due to improper handling and abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.